Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device number 6847789, and no non-conformance's were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who had mentor smooth round high profile 330cc saline prostheses placed experienced several unexplained systemic symptoms on an unknown date post procedure. Joint pain, thyroid problems, throat lymph nodes, extreme fatigue, and weight gain were all noted. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-02274 for contralateral prosthesis report.